Manufacturer narrative:
Concomitant devices: 6f pinnacle terumo 12cm sheath concomitant medications: angiomax this device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Within five minutes of proper plug deployment and achievement of hemostasis the patient had a vagal response. His pressure had dropped from 120/80 to 90/60. The patient began to feel sick. Fluids were increased and anti nausea medication was administered. Pressure returned to normal range and there was no further issue. The patient is a (B)(6) male. It was the physician's 4th case with the device. The angle of access was between 30 and 45 degrees and was verified under fluoroscopy. The vessel diameter was greater than or equal to 5mm in diameter, the arteriotomy was not in or near an area of calcified plague and the arteriotomy was not in or near a stented segment. There was no pre-existing hematoma prior to insertion of the exoseal vcd. The device was used in a diagnostic procedure. The vcd showed no visible signs of damage and was being used with a 6f pinnacle 12cm terumo sheath. There were no other sheaths used during the procedure. There was no resistance/friction experienced as the vcd was advanced through the sheath and the sheath locked properly against the cowling. An audible "click" was heard and an adequate bleed-back observed. Proper indication was observed in the window. The plug deployment button fully depressed and the plug did deploy. Hemostasis was achieved successfully with the vcd. The vcd was removed with the sheath as a single unit and the patient did not experience any bleeding complications. An angiographic picture of the access site is not available for review. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15408606 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Vasovagal reactions may occur while applying pressure to the groin during percutaneous procedures in which arterial or venous access is obtained. Pressure on a large artery and pain can stimulate the vagus nerve, stimulating a parasympathetic response, i.e. Bradycardia, hypotension, heart block, asystole, etc. Causing slowing of the heart rate and a drop in blood pressure. Anxiety, pain and discomfort at the puncture site may also result in a vasovagal reaction. Early signs include pallor, nausea and/or yawning, which often present with a slowing of the heart rate before a drop in blood pressure. This is a well know potential complication with any invasive procedure during which pressure is applied to the groin area. There is no evidence to suggest that this event is related to a manufacturing issue or defect of the device, but is likely related to vessel characteristics, patient and procedural factors.

Event description:
The plug was deployed properly with bleed back stopped and indicator window showing black. The patient seemed to have minor pain when we deployed. Within 5 minutes of deployment, and after hemostasis had been achieved, the patient had a vagal response. His pressure had dropped from 120/80 to 90/60. The patient began to feel sick. Fluids were increased and anti nausea medication was administered. Pressure returned to normal range and there was no further issue. The patient is a (B)(6) male. It was the physician's 4th case with the device. The angle of access was between 30 and 45 degrees and was verified under fluoroscopy. The vessel diameter was greater than or equal to 5mm in diameter, the arteriotomy was not in or near an area of calcified plague and the arteriotomy was not in or near a stented segment. There was no pre-existing hematoma prior to insertion of the exoseal vcd. The device was used in a diagnostic procedure. The vcd showed no visible signs of damage and was being used with a 6f pinnacle 12cm terumo sheath. There were no other sheaths used during the procedure. There was no resistance/friction experienced as the vcd was advanced through the sheath and the sheath locked properly against the cowling. An audible "click" was heard and an adequate bleed-back observed. Proper indication was observed in the window. The plug deployment button fully depressed and the plug did deploy. Hemostasis was achieved successfully with the vcd. The vcd was removed with the sheath as a single unit and the patient did not experience any bleeding complications. An angiographic picture of the access site is not available for review.